Event description:
Device malfunction: none. Symptoms/ae: hypotension, bradycardia. Time of symptoms/ae: during the procedure, post stent deployment. It was reported that during a stenting procedure of the left internal carotid artery, the pt experienced persistent hypotension post stent deployment and dilatation. The pt received blood transfusions and all her blood pressure medications were stopped. Additionally, the pt experienced bradycardia post dilatation, which was medically managed. Subsequently, blood pressure came up and the pt was discharged to home in 2006 in stable condition. No add'l info is available.

Manufacturer narrative:
The rx acculink, part# 1011344-30, lot# 6053151 is indicated in b5 and d11, and is being filed under MFR report number 3004742046-2006-00548.